Event description:
The customer complained about precipitates or crystallization in biotestcell a1 and b and false positive reactions in reverse typing. The customer had returned the supposedly defective product for quality control but not the pt sample that had caused false positive results. Our quality control laboratory re-tested the supposedly defective product with different samples of several blood groups. All samples reacted correctly positive reactions. During visual control of the supposedly defective product, we observed the white precipitation the customer had reported. A microscopically, eval of the white precipitates showed crystals. These crystals might have misdirected our customer during eval of the negative results although the white crystals can be distinguished very clearly from small agglutinates of red cells.

Manufacturer narrative:
(B)(4).